Event description:
It was reported that the tubing was detached from vamp adult.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) vamp adult system. Tubing was completely detached from solvent bond joint with reservoir stopcock. Both bonding surfaces from reservoir stopcock and tubing were examined. Indication of bonding solvent was present on small areas of both bonding surfaces. Tubing o.d. Was measured .141" near the point of detachment. Spec. Is .141"+/-.002" per drawing.